Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced bilateral ptosis and left-sided rupture postoperatively. The patient had a teleconferencing consultation on (B)(6) 2020 and actual office visit on (B)(6) 2020. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. On (B)(6) 2020, it was found that b5 in the previous report stated that the patient underwent a primary breast augmenation with a 425cc mentor memorygel breast implant. However, the patient actually underwent a primary breast augmentation with two 425cc mentor memorygel breast implant prostheses. Investigation summary: during the visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).